Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted liner covered in bio-debris. The device appears to have fractured. No further evaluation of the liner could be made with the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Event description:
It was reported that the patient underwent a hip revision approximately 1-year post implantation due to implant deformation and dislocation. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: constrained head 12/14 taper 36 mm diameter +3 mm neck. Item: 802403604. Lot: 3158432. G7 osseoti 3 hole shell 52mm e. Item: 110010244. Lot: 66519883. G7 screw 6.5mm x 30mm. Item: 010000999. Lot: 7656399. The customer has indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.